Manufacturer narrative:
(B)(4).

Event description:
The pt turned his stimulator off last night; when he went to turn it on this morning he got no stimulation. There was no known accident or incident related to the event. The stimulator was checked and determined to be on at 7.40 volts; it was increased and the pt still felt nothing. The pt was at home; his status was "fair". Additional info has been requested. A follow-up report will be sent if additional info becomes available.